Event description:
The patient was placed in lithotomy position and all pressure points were padded. His penis was prepped and draped in usual fashion. A 22 french cystoscope was placed into the urethra and there were no urethral strictures. He had a very high bladder neck and a moderately obstructive prostate. The bladder was within normal limits. Scout film showed radiopaque stones in the right lower quadrant. A glidewire was advanced and was able to be navigated beyond the stones although the stones did seem to be somewhat impacted and the wire had to be manipulated beyond it. The cystoscope was removed and an 11 french ureteral access sheath was advanced into the distal right ureter over the wire. The inner cannula was removed and a second wire was placed. It was able to navigate beyond the stones as well and coiled in the right renal pelvis. The sheath and inner cannula were removed and then replaced over one of the wires and the inner cannula and inner wire were removed leaving a safety wire in place. The flexible ureteroscope was advanced through the sheath up the ureter and the lead fragment was seen. A 272 m holmium laser fiber was used with settings of 1 j and 20 hz then the stone was broken up into very small pieces. Proximal to this there appeared to be 2 more smaller stones adjacent to the large lead fragment. These were also fragmented. Specimens were placed into the stone basket and removed for analysis. The scope was placed back up and additional specimens were going to be removed however while withdrawing the scope to remove one of the specimens there was resistance met at the more proximal aspect of the scope. The fragment being removed was freely mobile in the ureter and it was actually released and the o tip stone basket was removed. Attempted to advance the ureteroscope forward but could not because there was resistance pulling out the scope. After multiple attempts at manipulating the scope, including pressure irrigation, steady pressure was applied to try to slowly remove the scope from the ureter. At this point it appeared as though the image had dots consistent with the fiberoptics breaking and then the image went dark. The scope after some more manipulation came free however the distal aspect of the scope was not attached. Fluoroscopy showed that approximately the distal 4 cm of the scope remained in the distal right ureter. Multiple attempts were made with a flexible cystoscope, semirigid ureteroscope, as well as a flexible ureteroscope using multiple different graspers and baskets to try to remove the distal aspect of the scope. The proximal part of it was approximately 1 cm proximal to the ureteral orifice. Although the scope could be reached, it was obviously tethered to something further up near the distal aspect of the scope. After multiple different attempts the surgeon elected to perform a right ureterotomy in order to remove the distal part of the scope and any stones that would be surrounding it to prevent tearing the ureter. Findings: approximately 3 stones with a large lead fragment in the right ureter at the level of the iliac vessels. Distal aspect of ureteroscope fragmented in distal right ureter and was removed via a right ureterotomy.